Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose 25 mg/dl at the time of the incident. Patient's current bg: 117 mg/dl. Patient has treated with glucose tablets. Customer stated that the drive support cap appears normal (slightly indented). Based on customer report customer does not allege pump was over delivering. Customer declined troubleshoot for low blood glucose. The pump will not be returned for analysis.